Event description:
It was reported that the patient experienced the infusion set fell off during middle of the night due to poor adhesion, which led to high blood glucose level on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.